Manufacturer narrative:
No previous complaints reported for the lot. Returned samples examination revealed deviation from the alignment between catheter tiemann tip and connector indicator. No similar incident previously reported for the product type/article.

Event description:
According to the reporter a user had experienced a bleeding when performing an intermittent catheterization. This was suggested to be due to a deviation from the expected alignment between the tieman tip and the indicator on the connector which the user had noticed. No medical visits, treatment or complications were reported required. The user recovered without sequelae and has continued to use the product type.